Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and the catheter could not curve to specification the returned device was visually inspected upon receipt and it was found that the clear sensor sleeve (pebax) had a round indentation with a cut. The peek housing was found bent on the proximal side of ring #3. Per these conditions a scanning electron microscope (sem) analysis was carried out and it was found that the external surface of the pebax exhibited evidence of mechanical damage. It is possible that an unknown object made a puncture in the pebax. Further information received indicates that none of these damages were observed prior to sending the catheter back. An internal corrective action has been opened to address this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Then per the curve issue reported, a deflection test was performed and the catheter passed. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and the catheter could not curve to specification. The catheter was changed to another to complete the procedure. There was no patient consequence. This event was originally assessed as not reportable as the potential risk that this could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation on (B)(6) 2015. During visual inspection it was discovered that the pebax was cut. Upon request additional information was received on the returned catheter condition. There was no difficulty withdrawing the catheter. This condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back for analysis. This finding discovered by the lab is indicative of a reportable event due to the potential risk to the patient from the loss of catheter integrity. The awareness date for this record is (B)(6) 2015 because that is when the damage was discovered.